Manufacturer narrative:
(B)(4). The device was serviced by a technician. This is an ancillary service event opened during investigation of (B)(4). The reported condition was confirmed. The cause of the punctured main display could not be determined. The referenced device has been removed from service. If any additional relevant information is received, a supplemental MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a punctured main display. There was no patient involvement. No additional information is available.